Manufacturer narrative:
The radiometer investigations have concluded that the problem was solved after re-installing the operational system (os) and software (sw).

Event description:
Radiometer complaint reference (B)(4). According to complaint, the customer complains about a white screen during sample measurement by using abl800 (serial number (B)(6) flexq module and abortion of sample. An operator placed a sample into flexq module and logged off. During sample measurement of above-mentioned sample another operator put a further sample into flexq module followed by entry of patient data. After entry of patient data, the analyzer screen turns white, but analyzer unit (au) continued working. After completion of au activities, the operator restarted the analyzer. The running measurement was aborted but the analyzer worked without problems and as intended after restart. No adverse event or serious injury were identified.

Manufacturer narrative:
This complaint occured on 18oct2023 and was re-opened on 09oct2025 in an internal quality review and reassessed in relation to a CAPA (CAPA-01335). It is now deemed reportable.